Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 522 mg/dl due to a bent cannula. The customer's blood glucose was 227 mg/dl at the time of the call. The customer was assisted with troubleshooting and was advised to change their sets. The customer did not return the product back for analysis.